Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's implantable defibrillation lead exhibited a low out of range shock impedance measurement. Out of range measurements were unable to be recreated during in clinic testing. Boston scientific technical services (ts) discussed additional troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The physician scheduled the patient for non-invasive programmed stimulation (nips) for a date in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the patient was seen for an in-clinic follow up. The physician elected to perform defibrillation threshold (dft) testing and the patient was successfully converted with a 21 joule shock. Shock impedance measurements were observed to be 41 ohms. The physician was satisfied and will continue to monitor the system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.